Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided lot numbers 0087321 and 0035306. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i was used and the needle broke causing the nurse to receive a needle stick injury. The following information was provided by the initial reporter: this is catheter for subcutaneous or intravenous use. The integrated guidewire is withdrawn and contained within the safety mechanism and then discarded once the device is inserted, leaving a flexible cannula under the skin. In this incident (subcutaneous use), a small part of the guidewire broke off, remained inside the plastic cannula and was not immediately visible/known to be retained on insertion. The patient developed some redness and swelling around the site and when the cannula was removed approx. 12 hours later, the retained guidewire was noted and caused a needlestick injury to the nurse removing the device.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0035306. Medical device expiration date: 2024-01-31. Device manufacture date: 2020-02-14. Medical device lot #: 0087321. Medical device expiration date: 2024-03-31. Device manufacture date: 2020-05-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i was used and the needle broke causing the nurse to receive a needle stick injury. The following information was provided by the initial reporter: this is catheter for subcutaneous or intravenous use. The integrated guidewire is withdrawn and contained within the safety mechanism and then discarded once the device is inserted, leaving a flexible cannula under the skin. In this incident (subcutaneous use), a small part of the guidewire broke off, remained inside the plastic cannula and was not immediately visible/known to be retained on insertion. The patient developed some redness and swelling around the site and when the cannula was removed approx. 12 hours later, the retained guidewire was noted and caused a needlestick injury to the nurse removing the device.